Manufacturer narrative:
Device 3 of 4. Common device name: catheter, straight. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 . Manufacturing site: 3005471919.

Event description:
Consumer reports "he has noticed in his most recent box of m14 catheters the paper is ripping unevenly in about qty 4 in his most recent mu box, lot unknown. Consumer wanted to remain anonymous to submit this complaint, no further contact info able to be obtained other than his phone number. He is not new to cathing and state he is paraplegic. He said he used to use the m14 in the past but never had issues with paper packaging tearing unevenly like now." Recently, he ordered more m14s and he said in his newest box of m14 the paper tears unevenly about 1/3rd to 1/2 way down the the catheter. The paper sides are sticking and not lifting and he is only left with the unevenly torn paper in his hand. He said of the first 4 he used in this new box they all tore this way and finally at his 5th one he said it tore well evenly. He thinks maybe they were glued to tightly he is not sure. He said he always rips the packaging from right to left horizontally. He said he did not use catheters that ripped unevenly as he didn't want the invisible "paper particles" to get on catheter contaminating it or risk of catheter touching outside unevenly ripped packaging upon removal putting him at risk for uti." No harm was reported.